Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "pain, swelling and diagnosed with capsular contracture baker grade unknown". The device remains implanted.

Event description:
Patient reported, right side "pain, swelling. And diagnosed with capsular contracture, baker grade ii". The device has been explanted. In addition seroma, late was reported.

Manufacturer narrative:
F2203.